Event description:
It was reported that pump battery was not charging, and no additional details about circumstances of event or blood glucose values were provided. There was no reported impact to the customer¿s blood glucose level. No troubleshooting steps, corrective actions, or device return information were available, and no additional information was received regarding the outcome of the event.